Event description:
Pt pulled out his indwelling foley catheter. Catheter broke, leaving approx 10-12" in the pt's urethra. The physician was able to manipulate the penis with removed the remaining piece.